Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("shows that one coil was missing could not find it") in a (B)(6) female patient who had essure (batch no. C08488 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no ". The patient's past medical history included thalassaemia beta, loop electrosurgical excision procedure, c-section (2), post coital bleeding, multigravida, multiparous, miscarriage (1), anemia and vaginal infection. Concurrent conditions included obesity, dry skin, tinea pedis, carpal tunnel syndrome and allergic rhinitis. Concomitant products included ibuprofen since 2014 and tramadol since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 8 days after insertion of essure, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2015, the patient experienced alopecia ("alopecia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), the first episode of weight increased ("weight gain"), anxiety ("mental anguish"), depression ("depression") and vision blurred ("vision/eye problems type: vision gets blurred"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), rash ("rashes or skin condition: rash"), vulvovaginal rash ("rashes on vaginal region"), pain of skin ("skin irritation very painful") and skin irritation ("rashes or skin condition: irritation"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), fungal infection ("infections- yeast"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), the second episode of weight increased ("weight gain") and urinary tract infection ("infection: uti"). The patient was treated with fluconazole, metronidazole (metrogel) and surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, hypersensitivity, alopecia, fatigue, fungal infection, menstrual disorder, dysgeusia, the last episode of weight increased, female sexual dysfunction, dysmenorrhoea, dyspareunia, urinary tract infection, migraine, headache, rash and vaginal discharge outcome was unknown and the anaemia, anxiety, depression, vision blurred, vulvovaginal rash, pain of skin and skin irritation had not resolved. The reporter considered alopecia, anaemia, anxiety, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, hypersensitivity, menstrual disorder, migraine, nausea, pain of skin, pelvic pain, rash, skin irritation, urinary tract infection, vaginal discharge, vision blurred, vulvovaginal rash, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. On unknown date ultrasound, shows that one coil was missing could not find it. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received : event added- anaemia, anxiety, depression, vision blurred, vulvovaginal rash and skin irritation very painful. Event - infection nos updated to yeast infection. Events onset date added, treatment drug added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("shows that one coil was missing could not find it") in a 36-year-old female patient who had essure (batch no. C08488 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no ". The patient's medical history included thalassaemia beta, loop electrosurgical excision procedure, c-section (2), post coital bleeding, multigravida, multiparous, miscarriage (1), anemia, vaginal infection and asthma. Concurrent conditions included obesity, dry skin, tinea pedis, carpal tunnel syndrome and allergic rhinitis. Concomitant products included ibuprofen since 2014 and tramadol since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 8 days after insertion of essure. In (B)(6) 2015, the patient experienced alopecia ("alopecia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), anxiety ("mental anguish"), depression ("depression") and vision blurred ("vision/eye problems type: vision gets blurred") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), rash ("rashes or skin condition: rash"), vulvovaginal rash ("rashes on vaginal region"), pain of skin ("skin irritation very painful") and skin irritation ("rashes or skin condition: irritation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), fungal infection ("infections- yeast"), menstrual disorder ("menstruation issues"), dysgeusia ("paraguesia"), urinary tract infection ("infection: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with fluconazole, metronidazole (metrogel) and surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, hypersensitivity, alopecia, fatigue, fungal infection, menstrual disorder, dysgeusia, the last episode of weight increased, female sexual dysfunction, dysmenorrhoea, dyspareunia, urinary tract infection, migraine, headache, rash, vaginal discharge, vaginal haemorrhage and menorrhagia outcome was unknown and the anaemia, anxiety, depression, vision blurred, vulvovaginal rash, pain of skin and skin irritation had not resolved. The reporter considered alopecia, anaemia, anxiety, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pain of skin, pelvic pain, rash, skin irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal rash, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. On unknown date ultrasound, shows that one coil was missing could not find it. Lot number c08488 is invalid. Most recent follow-up information incorporated above includes: on 17-dec-2018: plaintiff fact sheet received. Events vaginal, menorrhagia were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Fu 05 & 06 processed together. Incident: we received a invalid lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("shows that one coil was missing could not find it") in a 36-year-old female patient who had essure (batch no. C08488 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no ". The patient's past medical history included thalassaemia beta, loop electrosurgical excision procedure, c-section (2), post coital bleeding, multigravida, multiparous, miscarriage (1), anemia and vaginal infection. Concurrent conditions included obesity, dry skin, tinea pedis, carpal tunnel syndrome and allergic rhinitis. Concomitant products included ibuprofen since 2014 and tramadol since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 8 days after insertion of essure, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2015, the patient experienced alopecia ("alopecia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), the first episode of weight increased ("weight gain"), anxiety ("mental anguish"), depression ("depression") and vision blurred ("vision/eye problems type: vision gets blurred"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), rash ("rashes or skin condition: rash"), vulvovaginal rash ("rashes on vaginal region"), pain of skin ("skin irritation very painful") and skin irritation ("rashes or skin condition: irritation"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), fungal infection ("infections- yeast"), menstrual disorder ("menstruation issues"), dysgeusia ("paraguesia"), the second episode of weight increased ("weight gain") and urinary tract infection ("infection: uti"). The patient was treated with fluconazole, metronidazole (metrogel) and surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, hypersensitivity, alopecia, fatigue, fungal infection, menstrual disorder, dysgeusia, the last episode of weight increased, female sexual dysfunction, dysmenorrhoea, dyspareunia, urinary tract infection, migraine, headache, rash and vaginal discharge outcome was unknown and the anaemia, anxiety, depression, vision blurred, vulvovaginal rash, pain of skin and skin irritation had not resolved. The reporter considered alopecia, anaemia, anxiety, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, hypersensitivity, menstrual disorder, migraine, nausea, pain of skin, pelvic pain, rash, skin irritation, urinary tract infection, vaginal discharge, vision blurred, vulvovaginal rash, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. On unknown date ultrasound, shows that one coil was missing could not find it. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received : event added- anaemia, anxiety, depression, vission blurred, vulvovagina rash and skin irritation very painful. Event - infection nos updated to yeast infection. Events onset date added, treatment drug added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and device dislocation ('shows that one coil was missing could not find it') in a 36-year-old female patient who had essure (batch no. C08488-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no ". The patient's medical history included thalassaemia beta, loop electrosurgical excision procedure, c-section (2), post coital bleeding, multigravida, multiparous, miscarriage (1), anemia, vaginal infection and asthma. Concurrent conditions included obesity, dry skin, tinea pedis, carpal tunnel syndrome and allergic rhinitis. Concomitant products included ibuprofen since 2014 and tramadol since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 8 days after insertion of essure. On (B)(6) 2014, the patient experienced urinary tract infection ("infection: uti"). In (B)(6) 2015, the patient experienced alopecia ("alopecia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), anxiety ("mental anguish"), depression ("depression") and vision blurred ("vision/eye problems type: vision gets blurred") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), rash ("rashes or skin condition: rash"), vulvovaginal rash ("rashes on vaginal region"), pain of skin ("skin irritation very painful") and skin irritation ("rashes or skin condition: irritation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), fungal infection ("infections- yeast"), menstrual disorder ("menstruation issues"), dysgeusia ("paraguesia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with fluconazole, metronidazole (metrogel) and surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, urinary tract infection, vaginal discharge, vaginal haemorrhage and menorrhagia had resolved, the device dislocation, alopecia, fatigue, fungal infection, menstrual disorder, dysgeusia, the last episode of weight increased, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, headache and rash outcome was unknown and the anaemia, anxiety, depression, vision blurred, vulvovaginal rash, pain of skin and skin irritation had not resolved. The reporter considered alopecia, anaemia, anxiety, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pain of skin, pelvic pain, rash, skin irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal rash, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Discrepancy noted for insertion date previously reported 5-aug-2014 now it is reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan - on an unknown date: that one coil was missing could not find it.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and device dislocation ('shows that one coil was missing could not find it') in a 36-year-old female patient who had essure (batch no. C08488 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no ". The patient's medical history included thalassaemia beta, loop electrosurgical excision procedure, c-section (2), post coital bleeding, multigravida, multiparous, miscarriage (1), anemia, vaginal infection and asthma. Concurrent conditions included obesity, dry skin, tinea pedis, carpal tunnel syndrome and allergic rhinitis. Concomitant products included ibuprofen since 2014 and tramadol since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 8 days after insertion of essure. On (B)(6) 2014, the patient experienced urinary tract infection ("infection: uti"). In (B)(6) 2015, the patient experienced alopecia ("alopecia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), anxiety ("mental anguish"), depression ("depression") and vision blurred ("vision/eye problems type: vision gets blurred") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), rash ("rashes or skin condition: rash"), vulvovaginal rash ("rashes on vaginal region"), pain of skin ("skin irritation very painful") and skin irritation ("rashes or skin condition: irritation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), fatigue ("fatigue"), fungal infection ("infections- yeast"), menstrual disorder ("menstruation issues"), dysgeusia ("paraguesia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with fluconazole, metronidazole (metrogel) and surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, urinary tract infection, vaginal discharge, vaginal haemorrhage and menorrhagia had resolved, the device dislocation, alopecia, fatigue, fungal infection, menstrual disorder, dysgeusia, the last episode of weight increased, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, headache and rash outcome was unknown and the anaemia, anxiety, depression, vision blurred, vulvovaginal rash, pain of skin and skin irritation had not resolved. The reporter considered alopecia, anaemia, anxiety, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pain of skin, pelvic pain, rash, skin irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal rash, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Discrepancy noted for insertion date previously reported (B)(6) 2014 now it is reported as (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan - on an unknown date: that one coil was missing could not find it. Lot number c08488 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2002: pfs received-outcome of pelvic pain, abnormal bleeding, allergic reaction, uti, vaginal discharge,, updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.